Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, cartridges misfired, there was no staple formation and the rectum remained open after firing. Additional information has been requested but not yet received.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The anvil of the loading unit was bowed and the knife bar assembly was buckled. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the bowed anvil and buckled knife-bar assembly may occur when application over tissue that is beyond the recommended thickness range or when application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device fired the full linear range of the reload. The staple line was incomplete. The incomplete staple line was fixed by the conversion of the procedure to open procedure. No reinforcement material was used in conjunction with the stapling device. The last known patient status is stable .no device component fall into the cavity of the patient. There was unanticipated tissue loss as a result of this problem. There was tissue damage as a result of this problem. There was no blood loss of 500cc or more due to the product problem. The surgical time extended by more than 30 minutes due to the product problem.